Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2008. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a concern regarding the unexpected battery longevity on the new device implant. It was noted that the left ventricular (lv) lead low pacing impedance and high threshold were causing a drain on the device battery. As a result, the lv lead was turned off. The lv lead was programmed back on for some time to see if it would help the patient, but was then turned back off due to the battery drain on the device. The device remains in use. The lv lead remains in the patient. No patient complications have been reported as a result of this event.